Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. The device information was reviewed which noted there were no out of range lead measurements, and there were no stored episodes from the time of the patient¿s syncope. No additional adverse patient effects were reported. The device remains in service.